Event description:
Home patient reportedly developed peritonitis while using the homechoice device for automated peritoneal dialysis therapy. Home patient was hospitalized four weeks and treated with intra peritoneal antibiotics. Home patient will be switched to hemodialysis. No product failure was identified and the healthcare professional states she does not attribute the device as the cause of the infection.